Manufacturer narrative:
Visual examination found that the returned device is fractured on the medial side of the post. All the pieces are returned for further evaluation. Additionally the device has some type of cosmetic damage like nicks, gouges, dents, scratches. The device was manufactured in february of 2013 and had an approximate field life of three years and eight months with an unknown frequency of use. The complaint is considered confirmed as the returned tasp is fractured.the likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review, returned product, and extended life of the device. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evalated.

Event description:
It is reported that the device was found broken in the central sterilizing department of the hospital.